Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14779. It was reported that the patient presented for a routine device exchange that required lead adaptors. During procedure, noise was observed on the atrial and right ventricular lead. Programming changes were made to resolve the issue. The patient was stable and would be monitored.